Event description:
It was reported that the lead was explanted because of inappropriate shocks due to oversensing. High impedance, poor sensing, and high pacing thresholds were also noted. The helix would not retract during explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: lfl000506v distal conductor fractured; full lead returned.